Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they remain implanted in the patient. All available patient medical records and imaging studies have been received and are pending evaluation by a clinical specialist. A follow-up report will be submitted upon completion. Device remains implanted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of the alto stent graft system. Percutaneous transluminal angioplasty was performed in both common iliac arteries (cia) as each had high calcification. There was also high calcification around the proximal neck; therefore, the alto main body was placed where there was less calcification. Ballooning was performed at 14 (fourteen) minutes after polymer injection. Digital subtraction angiography (dsa) showed a type ia endoleak. There had been no device migration observed. After the implant of the contralateral limb (at approximately 20 (twenty) minutes), ballooning was performed again. The type ia endoleak was still preset. After removing the alto main body delivery system (at approximately 29 (twenty-nine) minutes), ballooning was performed at the sealing ring. The ipsilateral limb was deployed, and ballooning was performed at the junction and its distal portion. Final angiography still showed the type ia endoleak; however, as the type ia endoleak is expected to resolve, the physician elected to complete the procedure. The final patient status was not reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative, type ia endoleak is confirmed. A definitive root cause for the type ia endoleak could not be determined; however, there was cautionary product use as there were high level calcifications in the aortic neck and this may have contributed to the type ia endoleak. Procedure related harms, device, user, procedure or anatomy relatedness of this adverse event/incident could not be determined with the medical records available for review. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.